Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker depleted from 12 years down to 9 years during the recent checked. Patient is 100 percent paced in right ventricular (rv) with no high thresholds observed on trend and right ventricular automatic capture was on. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker depleted from 12 years down to 9 years during the recent checked. Patient is 100 percent paced in right ventricular (rv) with no high thresholds observed on trend and right ventricular automatic capture was on. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that there was no premature battery depletion (pbd) and continue monitoring will be done.